Event description:
It was reported that the device exhibited oversensing noise via a review of remote transmission. Electromagnetic interference (emi) was suspected. The device will be monitored remotely. There were no adverse health consequences to the patient.